Manufacturer narrative:
Due to character restrictions in block e1 event site : atrium health carolinas medical . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displaying error 177. The system was powering on and off during inspection. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6) medical.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and the system producing error 177 in fault table pointing toward video generator board fault. The video generator board was replaced. Fault condition repaired. System not longer showing error 177. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Good faith efforts (gfe) attempts were made to the customer to obtain the correct error code because the provided error code 177 is not found in the cardiosave service manual but no response has been received. If additional information is received a supplemental report will be submitted.

Event description:
N/a.